Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set broke off and disconnected from an unspecified extension set (intravenous (IV) pigtail). This issue was further described as, ¿rn attempted to disconnect IV tubing from IV pigtail. When trying to remove plastic piece broke sliding back, still leaving inside plastic within the pigtail¿. This issue occurred while attempting to disconnect the set from the extension set during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date (upon due diligence, the event date was obtained). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including pressure and clear passage underwater leak testing and the device performed according to product specifications. Simulated testing was completed using the two-step process to disconnect the male luer of luer activated device and no leaks were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.